Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Later, physician reported particles in valve.device has been explanted and replaced.

Event description:
Physician reported, left side deflation. Later, physician reported, particles in valve. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior side assessed, as fold flaw opening. Other-technical: no observed, particles on the valve. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, since no manufacturing issue is observed.